Event description:
It was reported that the valve was not working properly and was explanted.

Manufacturer narrative:
The returned valve was patent and passed siphon, reflux and leakage testing. It was returned at pressure level 1.0, and was not adjustable to another setting. This precluded all further pressure-flow and preimplantation testing. Dissection of the valve showed proteinaceous debris in the adjustment mechanism. The debris was stuck to the rotor and cassette housing, preventing rotor movement. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture.